Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
N/a other. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the cause of death was severe sepsis. A request for additional information was made and it was learned the secondary cause was staphylococcus aureus bacteremia of unknown etiology.